Event description:
Customer reported fluconazole and blood leaked out from a "crack in the hub" of the IV set while in use on a patient. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received.